Event description:
It was reported that the customer received a button error alarm on her insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 114 mg/dl. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.